Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the left ventricular lead exhibited high and out of range pacing impedance. A lead fracture was suspected. No intervention was performed. There were no patient consequences.